Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
(B)(6). An event regarding dislocation involving a trident liner was reported. The event was confirmed. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿in this narcotic dependent, chronic pain patient there is no evidence that his recurrent dislocating right total hip arthroplasty or any problems with his right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials.¿ -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that reported recurrent dislocations were caused by patient related factors rather than device related factors.

Event description:
Patient reported that his right hip dislocated twice. The first dislocation occurred (B)(6) 2014. The second dislocation occurred on (B)(6) 2014. Update: per patient and operative report received, patient was revised on right hip on (B)(6) 2014.

Event description:
Patient reported that his right hip dislocated twice. The first dislocation occurred (B)(6) 2014. The second dislocation occurred on (B)(6) 2014.